Event description:
It was reported that the user attempted to connect a new sensor and cartridge to the ilet pump and repeatedly received alert 41 despite multiple restarts, including after charging the battery above 50 percent. Symptoms included device alerts indicating an insulin absolute range error that could impact reliable insulin delivery and meal announcements. Outcomes included advice to use backup therapy, to shut down the device to avoid further alerts, and to return the device. Investigation included guided troubleshooting and restarts, battery charging, and confirmation of ongoing alert behavior. Investigation of this case revealed a persistent insulin delivery system error consistent with an absolute range fault on the pump despite adequate battery charge and restarts. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.